Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery fully depleted from 100% within one day and the pump shut off. The customer¿s blood glucose level was 368 (mg/dl) due to being off the pump for several hours after the pump shut off and playing basketball. A bolus via the pump was delivered. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.